Event description:
The extension tube disconnected from the adapter.

Manufacturer narrative:
Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: may 01, 2008.